Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the initial report was forwarded in error and should be voided. No adverse events have been reported as the result of this malfunction in any device considered same or similar to the one reported.

Event description:
Upon reassessment of the reported event, it was determined that the initial report was forwarded in error and should be voided. No adverse events have been reported as the result of this malfunction in any device considered same or similar to the one reported.

Event description:
It was reported that during the surgery the impactor for alpha inlay broke, no fragments were found in the surgical wound and there is no reported harm or injury to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00634.